Event description:
Patient reported right side rupture. Healthcare professional confirmed. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken opening assessed as fold flaw. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Event description:
Patient reported right side rupture. Healthcare professional confirmed. The device has been explanted and replaced.

Event description:
Patient reported, right side rupture. Healthcare professional confirmed. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through [asr/psr/410psr] on 04/25/2014. Reason for reoperation: rupture.